Event description:
I was placing a peripheral inserted central catheter (PICC) line in the above patient. I was preparing to put the PICC line through the introducer sheath and twisted and pulled to remove the dilator from the introducer sheath. The part of the dilator that you hold on to broke free from the dilator and left the remainder of the dilator inside the introducer sheath. I was able to safely remove the dilator from the sheath by grabbing on to the portion of dilator still protruding from the end of the sheath (fortunately a few millimeters of dilator was exposed). From this point, I was able to resume placing the PICC without any further incident. Manufacturer response for introducer, catheter, microez introducer (per site reporter). Sample saved, emailed vendor, shipping label issued.